Event description:
A pt experienced a shocking/jolting sensation while stimulation was turned either on or off. The pt was scheduled to meet with their physician. The pt's outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).